Event description:
It was reported that high out of range pacing impedances have been noted on this right ventricular (rv) lead. Rv amplitudes are variable and out of range at times. The impedances are jumpy in nature, while the rv amplitudes and shock impedance trends remain stable and within normal range. No noise was observed on rv channel. This rv lead remains in-service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).